Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-feb-2019 with the following findings: during investigation, the keypad was intact, and all keypad buttons were responsive to user input. The keypad was removed, and no evidence of contamination was found on the button contacts. The allegation of a keypad button issue was unable to be duplicated during testing. Unrelated to the original complaint, the audio bolus button cover was lifted and was inoperable. The audio bolus button slug was missing. The pump was opened and moisture corrosion was found on the force sensor housing, and on the audio bolus button contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow and ok keypad buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.